Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic patient record from the event and was able to verify that the device powered off during the event; however, the cause of which could not be conclusively determined. After observing proper device operation through functional and performance testing, the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. The customer advised that one of the batteries installed in the device was low, however the second battery was charged. The customer advised that they had successfully delivered six (6) shocks to the patient and were attempting a 7th shock when the reported issue was observed. Medical personnel were able to restore power by powering the device back on, but felt as though it took an "extra long time" to charge from that point on. The patient did not survive the event and was pronounced at the scene. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
The customer later responded to physio-control's request for additional information. Additionally, the customer advised that the reported cardiac event was unwitnessed and that lay person CPR was being performed prior to ems arriving on scene. Once the emergency call was received, it took approximately 9 minutes for ems to arrive at the location and begin care. Upon arrival, medical personnel observed that the patient was unresponsive and pea. The customer also confirmed that a backup device was available with minimal delay (seconds) and that it was used to continue patient care.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. The customer advised that one of the batteries installed in the device was low, however the second battery was charged. The customer advised that they had successfully delivered six (6) shocks to the patient and were attempting a 7th shock when the reported issue was observed. Medical personnel were able to restore power by powering the device back on, but felt as though it took an "extra long time" to charge from that point on.. The patient did not survive the event and was pronounced at the scene. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.